Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic scratches on the display lens. Loss of prime warnings consistent with the pt's report were observed in the history but could not be duplicated, pump insulin delivery was found to be operating within required specifications and delivery accuracy.

Event description:
The pt experienced hypoglycemia and glucagon was administered. The pt's father reported that the pump emitted loss of prime warnings.